Event description:
Myself, the charge rn, and the patient's rn, started to infuse 1 unit of prbcs (packaged red blood cells). The patient became more unstable by vomiting blood and having bloody stools. The rate on the pump was increased per md's request. The blood was dripping in the drip chamber, but did not appear to be dripping appropriately for a volume of 500 ml/hr. We had to add more volume on 2 occasions, even after the pump alarmed that the infusion was complete. The patient continued to deteriorate, and md made the decision for mtp and use of the belmont rapid infuser.